Manufacturer narrative:
The involved concept suture passer needle has not been received for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was unable to be determined. Should the device be returned, a follow-up report will be submitted with the evaluation findings. There have been four other complaints received for this device and lot number combination based on a review of complaint history. Use of this product is technique dependent and the risk analysis has been deemed acceptable per npqe monitoring. This needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Awaiting receipt of device.

Event description:
The customer reported that during use of this spectrum autopass needle with the spectrum autopass suture passer in an arthroscopic rotator cuff repair procedure on (B)(6) 2015, the tip of the needle broke off after eight to ten successful passes. The tiny broken fragment was removed via suction and irrigation. The procedure was otherwise completed with no further complications or serious injury to the patient. The patient was discharged at per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
Four (4) spectrum autopass suture passer needles and a spectrum autopass suture passer were received for evaluation on (B)(4) 2015. No marking or tag was observed on any of the needles. The initial reporter was contacted to determine why four needles were returned. The reporter stated that only one of the returned needles was used during the tip breakage event and the other three were used during demonstrations with no patient involvement. All of the needles were reported to be from lot #31073. Evaluation and visual inspection of each of the four (4) needles confirmed that they were all broken at the tip. The broken tips were not returned. The spectrum autopass suture passer reported to be used with each of the needles was examined visually and through a microscope. No abnormalities were observed. The suture passer was evaluated and tested for functionality and met all acceptance criteria. This is a new product currently being monitored by the new product quality engineer. Based on the evaluation findings, it appears that operational context caused or contributed to this event.